Manufacturer narrative:
This event occurred in (B)(6). Qc results did not indicate an issue. A general product problem was not found further investigation could not be performed because the patient samples could not be obtained for investigation. Therefore, it remains unclear if the positive results are correct or false-positive. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys anti-sars-cov-2 results for 1 patient on a cobas 6000 e 601 module, serial number (B)(4). On (B)(6) 2020, the patient sample produced a positive result of 6.5 coi with the elecsys anti-sars-cov-2 assay. The same sample tested negative using the rapid igm and igg test and a rt (swab) pcr test. On (B)(6) 2020, a new patient sample was drawn and the sample produced another positive result of 8.7 coi with the elecsys anti-sars-cov-2 assay. The same sample produced 2 negative results with 2 different (unspecified) brands of rapid igm and igg tests and 1 negative result with the abbott igm and igg test. On 3-oct-2020, the samples were sent to another laboratory and tested on a e601 module using the elecsys anti-sars-cov-2 assay. The sample taken on (B)(6) 2020 produced two positive results (7.5 coi and 6.0 coi). The sample taken on (B)(6) 2020 also produced two positive results (7.0 coi and 5.8 coi). The results were reported outside of the laboratory.